Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm pro 14 bag 700 case jpx experienced a mix of product types in a pack. The following information was provided by the initial reporter: according to the patient's report, incorrect pen needles (micro-fine plus 32g4mm; 7 products) were placed in a polybag of micro-fine pro.

Manufacturer narrative:
H.6. Investigation: eight sealed 32g x 4mm pen needle samples from lot. No.0049362 were returned along with five photos from lot. No. 0084088, cat. No. 320559. Visual examination was carried out on the returned samples and photos and it was observed that eight 32g x 4mm standard pen needle samples were in an open 32g x 4mm nanopro pen needle polybag. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples were returned in an open polybag this cannot be confirmed to be manufacturing related.

Event description:
It was reported that the pen ndl 32g 4mm pro 14 bag 700 case jpx experienced a mix of product types in a pack. The following information was provided by the initial reporter: according to the patient's report, incorrect pen needles (micro-fine plus 32g4mm; 7 products) were placed in a polybag of micro-fine pro.